Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-apr-2026, a sales representative reported via (B)(4) that the ar-3652ttsp fibertak was used and the metal bent upon being hit with a mallet, not allowing the surgeon to insert the anchor. This issue was discovered during a case with no patient harm.